Manufacturer narrative:
Additional information- section d10 - concomitant product added the customer inspected the instrument and observed crystals built up near the sample pipetting opening. Cleaning the crystals from the diverter, load and unload - moulded base (rohs) resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the diverter, load and unload - moulded base (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr, serial number (B)(6), or the diverter, load and unload - moulded base (rohs), was identified.

Event description:
The customer observed a falsely elevated architect total ¿-hcg result for a 46 year-old female patient, who was undergoing a routine gynecological examination. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive): initial result = 43.49 iu/l, repeat = <1.20 iu/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address 1 complete entry = (B)(6). Section e1 - phone complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect total hcg result for a 46 year-old female patient, who was undergoing a routine gynecological examination. The following data was provided (interpretation of results: </= 5.00 miu/ml = negative, >/= 25.00 miu/ml = positive): initial result = 43.49 iu/l, repeat = <1.20 iu/l. No impact to patient management was reported.